Event description:
Complainant alleged that medics were attempting to monitor a pt (age and gender unknown) during the pt transport. But the baseline display intermittently became distorted and then went flat, although the pt's heart rate continued to be correctly displayed. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.